Event description:
While preparing for procedure, the rn noticed that particles of gauze were floating in the bowl and had been drawn up into a syringe. Medline's quality department was contacted and received complaint. Manufacturer response for angiography pack, angiography pack (per site reporter). Cath lab clinical manager called medline's quality department regarding complaint - complaint # [redacted].